Manufacturer narrative:
Trackwise ID# (B)(4).

Event description:
We were asked to provide the product traceability to support an investigation by national competent authority for a patient complaint issue. The only information we know is that the patient sued the hospital after his hospital stay. However we do not know the nature of the complaint and whether our product is involved in an adverse event in the patient. In addition, we know that the national competent authority requested traceability from all manufacturers whose products were involved in the surgical therapeutic process.

Manufacturer narrative:
Corrected data: b2: outcomes attributed to adverse event changed from "other serious (important medical events)" to "death". H1: the type of event was changed from serious injury to death. H6: patient code was changed from 2692 to 1802 « death". Initial awareness date: 2019/11/08 instead of 2019/11/10. On june 5th, 2020, the getinge representative provided the designated complaint unit (dcu) information regarding complaint 267061:¿patient died within six months after discharge after surgery¿. It was determined on june 5th, 2020 that corrections were required regarding the information that was originally captured in initial mfg report number 1640201-2019-00088. The getinge representative was aware of this information on november 8th, 2019; however, failed to inform the dcu team with this corrected information provided june 5th, 2020.

Event description:
See initial MFR report nb: 1640201-2019-00088. Complaint #(B)(4).